Event description:
Customer reported an incident of hypoglycemia requiring treatment by layperson at a time when his wife attempted, was unable to use the compact plus system. A request was made for the return of the system and a replacement was sent.